Event description:
No pump was returned to fresenius kabi for evaluation. In this infusion, the resistor channel on the admin set appeared to be much narrower than the control system expected. When the 0.5 ml/hr infusion was started, there was no flow. The system responded by opening the resistor. When the resistor angle changed, the flowrate jumped to 1.7 ml/hr - over 3x the target flowrate. The control system responded by closing the resistor back down. In the process of trying to close the resistor back down to an angle that achieved the target 0.5 ml, delivered the vtbi (0.5 ml/hr * 0.25 hr = 0.125 ml). Spec states for volumes 25 ml, the accuracy will be +/-10%. For volumes > 25 ml, accuracy will be +/- 5%". The pump is deemed to be functioning within spec and can be returned to customer use. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: "department wanted logs to be downloaded for the following: w/o "oxaliplatin was programmed to run at 0.5ml/hr for 15 minutes. Pump alarmed that infusion was complete after 7 minutes." Patient harm: unknown. A preliminary review identified the following issue: overdelivery an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Additional investigative information has been received. The lvp's control system performs feedback control on the measured flow rate relative to the target flow rate while tracking the calculated volume delivered. An infusion completes once the programmed or calculated volume-to-be-infused (vtbi) is delivered, regardless of the programmed time or vtbi/target-flow rate combination. In some cases - particularly near the lower limits of target flow rate (0.5 ml/hr) and vtbi (0.1 ml) - flow rate transients as the control system is homing in on the target flow rate can result in the vtbi being delivered more quickly than expected. An internal investigation has been opened to address this issue.